Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to confirm the customer's complaint of loose cable at the tip of the instrument. The instrument did not have loose cables the tip of the instrument. Additional observation not reported by site was that the instrument pitch down and up cables were broken at the distal clevis hub. The broken cable segments that contain the crimp were installed in the clevis of the instrument. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. No other damages were found on the instrument. This complaint is being reported broken cables at the distal clevis hub of the instrument. The reported instrument cable was loose and failure analysis was unable to confirm the reported failure does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the cables broken at the distal clevis hub found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was observed during central processing that the prograsp forceps instrument cable was loose at the tip of the instrument. The gear of the instrument was not working. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.